Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 800 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and loss of consciousness. The patient was found coded. Once at the hospital the patient was diagnosed with diabetic ketoacidosis (dka) as well as an airborne (B)(6), acid reflux and an old injury. The patient was given 2 intravenous fluids. The patient was prescribed potassium (10 mg x 2 ) to be taken 2 times a day for 30 days, pantoprazole (40 mg x 1 ) to be taken 2 times daily for 30 days and insulin. The patient was released from the hospital after 3 days.